Manufacturer narrative:
Image review: one fluoroscopic still image of the valve load inspection was provided for review of the event. The valve load inspection revealed a misload identified by a curved capsule, misaligned outflow crowns and not parallel to the paddle attachment. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the handle and capsule closed and the nosecone over captured by the capsule. A bend was observed to the middle of the catheter shaft, the capsule appeared bent and delamination was evident at the proximal end of the capsule. When attempting to retract the capsule via rotation of the actuator, the end cap separated with no damage evident to the end cap tabs. After holding the end cap in place, the capsule could be retracted and the valve deployed with an infold noted and bent outflow struts. The handle advanced the capsule and the trigger moved to fully advanced and retracted positions and locked in place when released. An in-house evfxplus-29 valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. The end cap had to be held in place to retract the capsule via rotation of the actuator and the valve deployed as expected. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, during valve loading, significant resistance was encountered when removing the capsule guide tube. A fluoroscopic load inspection showed a paddle positioned outside the paddle box, but implantation was attempted despite this observation. The capsule then failed to open as intended and the device was withdrawn. A new valve was loaded and the implantation was successfully completed. No patient complications have been reported as a result of this event. Additional information was received indicating that the misloaded delivery catheter system (dcs) was used for implant.